Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on the bus. A field service engineer (fse) identified a missing pocket. When the user attempted recovery, the system prompted with ¿did cubie pop out?¿ and the user responded, ¿cubie not there,¿ which cleared the failure. To verify functionality, the fse repositioned several pockets and placed one in the affected location, confirming it was recognized by the system. The issue was determined to be a user misunderstanding of the recovery prompt. After the user successfully recovered the storage space, no further failures were present. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was not detected on bus. The customer reported there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.